Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an laparoscopic transanal total mesorectal excision (tatme) procedure. The stapling device was applied to the inferior mesenteric artery (ima). The device was able to fire and there were no issues during the procedure. Four hours post operatively, while the patient was in the intensive care unit room, bleeding occurred. There was blood loss of 500cc or more. An emergency intervention of medial laparotomy was performed. The incision was extended by more than one inch as the reoperation was an open procedure. The surgeon put a suture over the ima bleeding. Tissue damage occurred from the large medial incision, which resulted in a large scar on the abdominal wall. Conventional care treatment was needed for the large incision. The patient is evolving well and is alive, with injury.